Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message was received on the 8th day of the adc device wear. As a result, the customer experienced dizziness and a seizure and had contact with a healthcare professional who administered glucose injection and provided food as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a ¿replace sensor¿ error message was received on the 8th day of the adc device wear. As a result, the customer experienced dizziness and a seizure and had contact with a healthcare professional who administered glucose injection and provided food as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Code 4756 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to broken snaps. Additional information; d4 (serial number) was updated based on returned product. Sensor 3mh00a04vkr was returned and investigated. The sensor plug was visibly not properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Dq (data quality) work voltage error dq260 (sensor signal low) was observed. Observed broken snaps and damaged sensor ear upon visual inspection of sensor plug assembly. An extended investigation has also been performed on the sensor plug and observed that the snaps were broken off, causing improper seating of the plug in the mount. This resulting in a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal. Therefore, this complaint is confirmed. An addition, the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.. All pertinent information available to abbott diabetes care has been submitted.